Event description:
The customer reported via phone call that the insulin pump was alarming unexpected restart. The customer's blood glucose was 165 mg/dl. The customer stated that she kept receiving the alarm. The customer was unable to clear the alarm and thus unable to review the alarm history of the insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.